Manufacturer narrative:
Patient information was unavailable from the site. A manufacturer representative went to the site to test the equipment. It was reported that the instruments will be replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The lumbar probe was returned to the manufacturer for analysis. Analysis found that the returned instrument had impact marks at the back end causing fit issues with mating trackers as reported. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system during a sacroiliac and thoracolumbar procedure. It was reported that all the parts of the nav lock set were unable to be attached smoothly. The procedure was completed with the use of navigation. The surgery was completed with no delay and no patient injury.